Event description:
Per the clinic, the patient experienced a performance decrement with the device. The device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on february 19, 2024.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on march 07, 2024.